Manufacturer narrative:
The unintended stimulation/new pain questionnaire was submitted by quality with limited information. Based on this review, the waa providing therapy when the unintended stimulation occurred has been ruled out as a potential cause. Curonix chief technology officer advised the likelihood of nerve stimulation from a curonix device is exceptionally low outside of the bore of the MRI as well as with no active transmitter in use. The stimulator is used to treat pain. The cause of the shocks/tingling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient was implanted with a neurostimulator (B)(6) 2021 and at the time of the implant, the patient indicated they worked around MRI machines. The patient reportedly experienced shocks/tingling in other parts of their body when working around the MRI area even without wearing the device. The patient stopped wearing the device years ago and stayed away from MRI locations at work. The patient is reporting the shocks/tingling as they will need to be near MRI facilities and are not comfortable in doing so because of the tingling they felt. Several attempts have been made to contact the patient to gather additional information without success. A supplemental report will be submitted as information becomes available.